Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a completely broken grip tip. A piece approximately 0.8895" x 0.1940" was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken grip show damage. The probable root cause is attributed to an issue with the manufacturing process of the grips. This process was converted from machined to mim (metal injection molding), causing the potential for a grip failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument's tip was broken. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the incident involved a piece breaking off the distal end of the instrument. No port enlargement, wrist straightening, or resistance during removal was reported.